Event description:
I had essure implants which caused extreme cramping and heavy bleeding. Ultimately led to fatigue, headache, bloating, bleeding, cramping, hair loss, deterioration of teeth, swelling of limbs, and hysterectomy. This device has literally ruined years of my life yet has be toted as a safe non-invasive form of permanent birth control. Immediately after implant I began experiencing these issues. For years things became progress worse; however, every time I sought out professional medical assistance, I was turned away, assured that essure was not the problem. Until I joined a group of over 30,000 women experiencing similar problems, I was able to identify a local dr who actually considered all my symptoms and found a way to assist me. Unfortunately, this assistant came at great cost to me in the form of major surgery.